Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to the cup medializing in the patient. A 58mm psl shell, femoral head, and liner were revised to a new shell, mdm metal liner, adm/ mdm poly insert, and femoral head. Rep confirmed that there are no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.